Event description:
The caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.